Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor would not boot up and there was an error message: "system computer needs service." There was no patient involvement.

Manufacturer narrative:
Investigation is in process, but not yet complete. Issue occurred when the unit was turned on by manufacturer's clinical specialist to run a software test.